Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: the black box shows cs-054-0000 alarms recorded right after eaw-128 replace battery alarm on 2015-07-13, no por observed in-between the two alarms. Pump powers up normally. A 24hr duration test was successfully completed; no call service alarms were duplicated during testing. Removed pump cover, no internal moisture ingress found. Tested the power flex and the pcb for intermitting conditions, no defects were found. The rf transceiver flex was inspected and found intact. The complaint was verified in the history but could not be duplicated during testing. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.